Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s))"), uterine perforation ("perforation (uterus),") and seizure ("seizures") in a 29-year-old female patient who had essure (batch no. 70070-332890-001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: * she undergo essure confirmation test. Concomitant products included bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), ethinylestradiol;norethisterone acetate (junel), ethinylestradiol;norgestimate (ortho tri-cyclen), olanzapine (zyprexa), pregabalin (lyrica) and sumatriptan succinate (imitrex df). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), emotional disorder ("very emotional"), breast mass ("beast lumps during heavybleeding(heavy bleeding coded else where)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/breast lump during heavy bleeding(breast lump coded else ever)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: severe multiple yeast infections"), cystitis ("infection (bladder/ urinary tract/vaginal) type: severe multiple bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: severe multiple urinary tract "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mania ("psychological or psychiatric problems condition: depression/ anxiety/ptsd/manic"), depression ("psychological or psychiatric problems condition: depression/ anxiety/ptsd/manic"), anxiety ("psychological or psychiatric problems condition: depression/ anxiety/ptsd/manic"), post-traumatic stress disorder ("psychological or psychiatric problems condition: depression/ anxiety/ptsd/manic"), urinary tract disorder ("bladder or urinaryproblems or changes"), bladder disorder ("bladder or urinaryproblems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia"), vision blurred ("vision/eye problems type: blurred left eye"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,"), diverticulitis ("diverticulitis"), abdominal pain ("abdomianl pain") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("lower back pain"), adnexa uteri pain ("left ovary"), pain in extremity ("leg pain") and arthralgia ("knee pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, seizure, mood swings, emotional disorder, breast mass, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, cystitis, urinary tract infection, female sexual dysfunction, mania, depression, anxiety, post-traumatic stress disorder, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, vision blurred, weight increased, irritable bowel syndrome, diverticulitis, abdominal pain, back pain, nausea, adnexa uteri pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anxiety, arthralgia, back pain, bladder disorder, breast mass, cystitis, depression, diverticulitis, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, female sexual dysfunction, headache, irritable bowel syndrome, mania, menorrhagia, migraine, mood swings, nausea, pain in extremity, post-traumatic stress disorder, seizure, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff claimed that after removal injuries she claimed resulted from essure not decreased/resolved. Symptoms not specified. Discrepancy noted in removal date previously reported as: (B)(6) 2017 in current follow up reported as: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Most recent follow-up information incorporated above includes: on 25-mar-2019: pfs received, aka added, patient demographic added. Product explanted date updated. Lot number added, events added- mood swings, very emotional, breast lumps during heavy bleeding, abnormal bleeding (vaginal, menorrhagia), bladder infections, urinary tract infections , yeast infections, apareunia, depression, anxiety, ptsd, manic, migraines ,headaches, seizures, dysmenorrhea, dyspareunia, blurred left eye, weight gain, ibs, diverticulitis, abdominal pain, back pain, nausea, adnexa uteri pain, pain in extremity, arthralgia, device monitoring procedure not performed, bladder or urinary problems or changes. Events onset date and concomitant drug added. Event perforation updated to perforation(fallopian tube(s)). Event: migration of implant updated to uterine perforation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.